Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever. The cause was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized for the event and began treatment with vancomycin injection (1gm, every 72 hours, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, antibiotic treatment was discontinued, the patient was discharged from the hospital and has recovered from the event (30 days after the peritonitis diagnosis). Should additional relevant information become available, a supplemental report will be submitted.